Manufacturer narrative:
Device received with a broken force sensor was detected during seating or regular delivery error alarm and critical pump error due to moisture damage at electronic assembly and force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 132 mg/dl. The customer reported that they received a critical pump error image on the pump screen. It was reported that they had pump error before the "critical pump error" image was displayed on the screen. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.